Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06705. It was reported during the trial period the pt's right lead came out of the pt's back. The pt met with her physician on (B)(6) 2013 and the trial was ended. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.